Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure of scope communication error was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: b30 scope communication error code. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the bronchovideoscope received a no image, scope communication error code. The event was found during preparation for use. There were no reports of patient involvement.